Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) over 600mg/dl with vomiting. At the time of the call to animas, the patient¿s bg was reportedly 491mg/dl with no symptoms. The reporter stated that the patient¿s site was changed on (B)(6) 2013, and there were no site issues noted. The reporter stated that the patient is currently being tested for celiac disease due to the vomiting. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct; no pump defect was found on troubleshooting. The reporter noted that when the patient is about to get sick, his bgs rise. The patient has remained on insulin pump therapy. The reporter was advised to contact the patient¿s healthcare provider to discuss elevated bgs. This complaint is being reported because no definitive cause for the elevated bgs was identified during troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump passed flow accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.